Event description:
The user was performing antibody screen testing on the the ortho provue analyzer and reported that the probe dripped fluid on the foil of the mts anti-lgg gel card. Fluid on the foil of the gel cards can lead to possible carry over / cross contamination.